Event description:
It was reported that during a lap lobectomy, it was found that device's electrode peeled away at the middle of the procedure. The device was activated without problem at the beginning of the procedure. Another device was used to complete the case. During the operation, the sales rep was called and he found that a part of zirconia (about 3 to 4 mm) was broken and missing. As a piece was searched in a dust-bin which the device was discarded in, it was not found. After that, with x-ray, it was not confirmed that a piece was surely in the chest cavity.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode broken off from the active rod and missing and the ceramic from the bottom jaw missing. During testing, the device had no hand-activation. The device was disassembled and internal wiring, switch buttons and resistor were tested and were within specifications. The cable to the assembly was tested and failed continuity at the yellow wire. This resulted in the inability to energize the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.